Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer¿s mother reported a delivery anomaly. The customer had no symptoms. The customer¿s mother treated the high blood glucose level with manual injection¿s. The current blood glucose level was 435 mg/dl. The troubleshooting was not performed. The insulin pump will not be returned.